Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the fiber was broken at 800 mm from the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that during the procedure, while the surgeon is firing the laser, she felt a slight sudden burning sensation on her finger and let go of the fiber. The laser machine was put on standby mode and the laser fiber was retrieved from the scope. The surgeon noticed a breakage at the mid part of the fiber. The procedure was completed with a similar device. The surgeon confirmed there was no injury to her finger. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user mis-handling of the device. A note from the instructions for use (IFU) which may prevent future incidents of this failure in the future is the following: "5. Activate the laser aiming beam. 6. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." -pg 3 of the soltive single-use fiber IFU this step during the preparation for use of the laser fiber should help detect fiber damage prior to activation of the laser if any damage is present. If there are any points with green light escaping the fiber (other than the tip) the fiber should not be used. In addition, please be aware of the following as well: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." - pg 3 of the soltive single-use fiber IFU olympus will continue to monitor field performance for this device.